Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device was not returned. Visual evaluation of the device pictures shows the impacting end of the inserter has fractured. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported while impacting the stem, the tip of the impactor broke. There were no known consequences or impact to the patient. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown h6: type of investigation - device not returned is n/a which was reported on initial report. Visual evaluation of the returned device shows the inserter to have fractured between the handle and strike plate. Scrapes, scratching, and gouging is present on the shaft and strike plate. The additional information received doesn't change the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.